Event description:
The customer contact reported during testing at the user facility, it was noted that the device was hot to touch and had a burnt smell. The device returned from the central supply area and was waiting for distribution. There were no reports of any adverse pt events or delays in critical therapy. No add'l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The customer contact reported the device was returned to an unspecified floor and was not able to be located. This report represents all the info known by the reporter upon query by hospira personnel.